Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus was throwing an error about the motherboard being dirty. Also, the endoscope was chipped at the distal end. After 3 attempts and after restarting the davinci the site noticed visible damage in the ¿pin¿ of the camera from which a broken plastic fragment appears to be missing. It was not damaged during insertion nor during extraction of the chamber from the set, in fact the missing piece was not in the set nor in the operating field or in the room. The surgery went without complications opening the fourth camera 30° scheduled for the last surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred prior to starting post-anesthesia. The site noticed the problem when inserting the endoscope into the tower port. The tower did not read the endoscope, so they checked that the port and endoscope were clean. At that moment, the site noticed the missing piece of the motherboard on the endoscope. A new endoscope was opened.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope plus for failure analysis investigation. The endoscope was analyzed and was functionally tested using an in-house system and failed to produce video output due to a communication failure between the system and the endoscope, resulting in an error message. Visual inspection identified mechanical damage at the distal tip of the scope and on the cable integrated connector, where the pca board exhibited missing electrical contacts. Further testing using a camera attenuation tester confirmed that the endoscope failed optical transmittance testing, as the measured output power did not meet specification limits. Additional inspection of the cable integrated connector paddleboard revealed mechanical damage, including scratch marks, indentations, and broken or missing components at the cable¿s proximal end. The probable root causes of the issues found during failure analysis are listed as follows: the probable root cause of damaged endoscope distal tip is attributed to damage during use or improper handling, which may include accidental drops of the endoscope or inadvertent collisions with hard surfaces. The probable root cause of the mechanical damage on connector is attributed to improper cleaning or sterilization techniques used in reprocessing that can result in damage. Applying excessive pressure while wiping down the fingers to clean the moisture or any residue can cause damage to the connector pad. Additionally, damage at the endoscope controller (ec) can also be transferred to the fingers when a damaged ec is connected to the connector, causing the fingers to bend. The probable root cause of missing electrical contacts on pca board is attributed to component susceptibility to damage during reprocessing. The probable root cause of the failed self-test and transmittance test failure could not be determined during this investigation. These issues can be resolve by using an alternate endoscope to complete the procedure.

Event description:
Refer to h11 for follow-up information.